Manufacturer narrative:
The complainant indicated there was no further information available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 26, a failure occurred upon insertion in type I bone. Clinician grafted the site and reports periodontal disease, a local infecton and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The complainant indicated there was no further information available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 26, a failure occurred upon insertion in type I bone. Clinician grafted the site and reports periodontal disease, a local infecton and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).